Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer reported that an erroneous calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qc) recovered within acceptable ranges when the erroneous result was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. Over multiple visits, the cse replaced the dilution arm, disassembled and reassembled the substitute arm pump reagent 2 (r2) assembly, and performed alignments. Then, the cse performed a cuvette read precision check (pqcv) and ran qc, which recovered acceptably. After that, the cse replaced the water wash dispensing pump 3 starter test line with different automatic control, tightened the pipes of the reaction loop washer, replaced water valve connectors, and performed a successful reaction autocheck. The cse performed maintenance on the millipore system, including emptying and filling the water tank and replacing the q gard. Also, the cse identified a leak at one of the washer probes and replaced a malfunctioning valve on reaction washer probe 3. Siemens determined that a leaking valve on reaction washer probe 3 potentially caused the event, and the issue was resolved by replacement of the valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that an erroneous calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result matched the patient's clinical picture. The customer declined to provide any further sample information. There are no known reports of adverse health consequences due to the erroneous ca result.